Event description:
Related manufacturer report numbers: 2017865-2021-33066. It was reported that the patient developed a pocket infection. The system was explanted. The patient was stable before and after the surgery.